Manufacturer narrative:
The pump was returned and analysis determined the pump reached end of service (eos) based on time progression, as expected. The catheter was returned and damage to the transition tube was found. Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-jun-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned with no known issue.